Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving "lo" (readings lower than 40 mg/dl) which was lower when compared to a reading obtained on the built-in meter. Customer experienced symptoms described as "lack of air, felt bad, reportedly took too much insulin and subsequently experienced seizures". Customer had contact with healthcare provider who performed an ECG and blood test. Customer was diagnosed with hyperglycemia and received unspecified injection for treatment. There was no report of death or permanent impairment associated with this event.